Event description:
It was reported that the patient experienced hyperglycemia with ilet readings up to 399 mg/dl and a confirmatory fingerstick of 415 mg/dl, while using a cd infusion site and after a recent supply change, with no reported device or site issues and no symptoms; the event was categorized with an undetermined device problem and insufficient information about any specific device component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.